Manufacturer narrative:
Date sent to the FDA: 08/03/2009. Mesh exposure - conclusione: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure in 2009. The patient returned post-operatively to the surgeon's office and was bleeding from the mid-line incision. The surgeon noticed that the mesh was totally exposed but did not appear to be eroded. The patient denied any pain. The patient was scheduled for surgery the following month, for exploration.